Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device logged a potentially critical event code.  The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform.  The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.  There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). The customer reported to physio-control that they have decided to retire their device from service due to the costs associated with a repair. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.